Event description:
The facility reports there was a malfunction with the lifter. It was alleged the chassis tie-bar broke, destabilizing the lifter. No serious injuries were reported. (B)(4).

Manufacturer narrative:
The tie bar that allegedly broke had been discarded and was not available for investigation. The user manual for the (B)(6) market, under the section titled "check daily" in the preventive maintenance chapter, states, "check the tie-bar for damage. Do not use the lift if the tie-bar is damaged. Check the correct functioning of the tie-bar and if the tie bar has been correctly attached to the chassis." From complaint trending and vigilance, this appears to be an isolated occurrence; no significant trend has been found related to this kind of incident to date. The manufacturer could not investigate the broken part and therefore, cannot come to a definitive conclusion of the root cause of the incident. Apart from correction of the broken part, which has already been carried out by the service department, no corrective actions are possible towards the product. Complaint trending will be monitored for possibly future actions. The manufacturer strongly suggests users are trained against the user manual.